Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis. Customer¿s blood glucose level at time of incident was 600 mg/dl. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer stated that they uses auto mode feature at the time of high blood glucose event. The customer was treated for the high blood glucose with manual injections. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also mentioned that continuous glucose monitor seems like not working to her as well most of the sensor failed early than expected. The insulin pump will be returned for analysis.